Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found non-conforming with the probe needle broken at the port. Functional testing could not be performed due to the visual condition of the cutter. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the probe had a broken tip at the port. The reported cut failure could not be confirmed due to the visual condition of the retuned probe. A broken tip could have contributed to the reported fit issue. The exact root cause for the broken tip cannot be determined from this evaluation. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. No additional action was taken by the manufacturing site as the reported cut failure could not be confirmed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the vitrectomy probe became unable to cut and it got stuck in the trocar during a vitrectomy procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. This is one report of two for this product.